Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during lasik surgery, a secondary energy error occurred, due to the energy being out of the required 20 percent range. The site reported that the system was restarted and the surgeon was able to complete the procedure with some delay, but no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the territory manager (tm) identified the error. The tm replaced parts and performed verification. Testing performed by the engineering and service department for both components cannot reproduce any error. Further testing by the supplier cannot determine any defect. Both components show no deviations during testing. According to the gathered information from the test results the error was not reproducible during testing and both components show no deviations which can contribute the reported issue. No possible root cause can be identified the manufacturer internal reference number is: (B)(4).